Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy"), sjogren's syndrome ("sjogrens syndrome") and systemic lupus erythematosus ("lupus syndrome") in a female patient who had essure (ess205) inserted. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant) and systemic lupus erythematosus (seriousness criterion medically significant). The patient was treated with surgery. At the time of the report, the hysterectomy, sjogren's syndrome and systemic lupus erythematosus outcome was unknown. The reporter considered hysterectomy, sjogren's syndrome and systemic lupus erythematosus to be related to essure (ess205). The reporter commented: plaintiff¿s symptoms became so severe and problematic that she underwent a hysterectomy. Diagnostic results: plaintiff underwent an hsg (hysterosalpingogram) test, during which it was confirmed that plaintiff¿s essure coils were properly in place and that her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.